Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 9/16 in single port - catheter defective / damaged. It was reported by customer that catheter straw kinked and slightly cracked.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that under magnification bd was able to observe the damage to the catheter. Bd determined that the cause of the failure was most likely attributed to improper handling during use, after opening the package and/or placing the device. Bd has systems in place throughout the manufacturing process capable of detecting parts with this type of defect and segregating them as rejected. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.